Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02863. It was reported the patient is not receiving adequate coverage in the established pain pattern. The patient also experiences painful back pressure when using programs that use multiple contacts. An sjm representative reprogrammed the system but was only able to provide partial coverage. Surgical intervention may be taken to address the issues.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02863. The patient received uncomfortable ligament stimulation. The system's stimulation was reprogrammed with burst programming to address the issue and report back to the physician.